Manufacturer narrative:
Analysis found that the lead(serial number (B)(4)) outer body insulation was separated at the butt joint distal side of the number 0 connector.

Event description:
Additional information received reported that the patient was being implanted during advanced evaluation. The lead introducer was inserted and the lead was inserted through the introducer. The distal tip of lead was broken when trying to manipulate the placement of the lead. The lead was removal for breakage. It was noted that patient was alive and no injury as of day of reported event.

Event description:
It was reported that the lead component of the implantable neurostimulator (ins) system fractured while being inserted through the introducer during positioning. The lead was not implanted and was replaced with another lead. There were no reported patient symptoms or complications reported with the event. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received 6 days later reported that the protective sheath of the lead essentially came apart. It was also reported that the patient was in the progress of the advanced evaluation of the device therapy testing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fqy5, product type: lead. (B)(4).